Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) the surgeon alleged an inaccuracy. No specific measurement, or further details, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the alleged inaccuracy was 2 millimeters. (B)(4) 2015 - a second medtronic representative reported exam details were provided. Tracer method and 3-point tracer used for registrations. Both looked the same. No further issues have been reported. (B)(4) 2015 - a medtronic representative, following-up at the site, reported evaluation of tracing pattern indicates tracing was not according to recommendation, standard tracing protocol. A medtronic representative retrained the surgeon with recommendation of covering more area to provide better registration.